Manufacturer narrative:
(B)(4). Eval, method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn). Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single piece lens and the trailing haptic broke off. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the surgeon felt the lens was defective, he felt the haptic should not have broken the way it did.